Event description:
It was reported that the patient's device was not working. The patient experienced heart palpitations and a charley horse in her neck. It was noted that the patient has beginning stages of parkinson's disease. Further information is being requested from the hcp.